Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the cartridge was filled, insulin began to leak from the bottom of the cartridge. Reportedly, the cartridge was filled with 300 units. The user's blood glucose level was 229 mg/dl an the user successfully loaded a new cartridge.